Manufacturer narrative:
Results - visual inspection of the returned product showed that one lens haptic was torn off along with part of the lens optic and were missing and the remaining part of the lens optic was torn. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The surgeon inserted an aa4203tl single piece silicone lens, with toric optic. The lens upon insertion into the eye. The lens was removed without enlarging the incision. No suture was required. No patient injury. Surgery was completed with another lens.